Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. Product was returned and evaluated. Medical records were not provided. A visual inspection showed that the tip of the device had fractured. There were visible wear lines near the fracture location. The features of the fracture surface visually align with a torsional overload fracture. The cone body was not returned so no evaluation could be completed on that item. A review of the device history records identified no deviations or anomalies during manufacturing. A compatibility check could not be performed due to insufficient information. The issue of fracture was confirmed via the returned product; however, the locked components were not confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the cone trial was detaching from the stem. This resulted in the screwdriver becoming fractured when attempting to remove the cone trial. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown cone trial, 00-6260-024-00 str screwdriver 3.5mm hex long lot 78269400 multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02594. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.